Event description:
The surgeon was using the 7 fr closurefast endovenous rfa catheter during a procedure. The surgeon stated that the "catheter didn't bubble under ultrasound properly and the braiding on the cap looked broken". The surgeon asked for the manufacturer to test it to see if it is indeed defective. The nursing staff present at the time sent the device to the product line coordinator to return it to the manufacturer.